Manufacturer narrative:
(B)(4). Mfg site name coherent, inc. Investigation results: visual examination revealed that the exposed glass fiber tip measured approximately 3.5 mm and appeared unused. Additional examination under magnification confirmed that the fiber tip was unused. There was no damage noted to the body of the fiber. Visual evaluation revealed that light cannot travel to the fiber face within the sma connector. Further examination under magnification reveled debris on the fiber face. As a result, no aiming beam was visible and effective transmission was not measured. The condition of the returned device would cause to have no energy output thereby confirming the reported event. Review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to the one of two devices used during the same procedure on (B)(6) 2017. Refer to manufacturer report 3005099803-2017-02229 for the other associated device information. It was reported to boston scientific corporation that two flexiva (tm) high power single-use laser fibers were used during a ureteroscopy procedure performed on (B)(6) 2017. Reportedly, the laser unit used was a dornier 20w. According to the complainant, during the procedure the laser fibers degraded and stopped emitting energy after being in use for a short time. The procedure was completed with another flexiva 200 laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. This event has been deemed a reportable event based on the investigation results; debris on the fiber face within the sma connector.